Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros trop I es result was obtained from a patient sample processed on a vitros 5600 integrated system. A definitive root cause for the event could not be determined. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, the overall integrity of the sample cannot be ruled out as a contributing factor.

Event description:
The customer obtained a non-reproducible, falsely elevated troponin I es result from a patient sample when processed on a vitros 5600 integrated system. Patient 1 tropi es result= 0.95 ng/ml vs. Expected < 0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. However, a corrected report was later issued as the customer¿s protocol is to repeat all samples with a critical tropi es value. There was no allegation of patient harm as a result of this event. (B)(4).